Manufacturer narrative:
One opened 1.0mm diamond blade side port knife was received for the report of dull blades. The sample was examined per facility procedure apdsop-01098 and was found to be visually nonconforming with damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates no additional complaint(s) associated with this cutting instrument lot. How the blade became dull as described in the complaint cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a knife was dull during a procedure. The knife was exchanged. Patient impact is unknown. Additional information has been requested but none has been received.